Event description:
The guide wire was advanced into the rfa, and another company's 5fr pigtail catheter was advanced over the bifurcation, with the guide wire leading advancement. It was not possible to advance past the lfa, so an attempt was made to withdraw the guide wire; however, it would not retract through the pigtail catheter. The catheter and guide wire were removed as a unit. The guide wire was sticking out of the tip of the pigtail approximately 2 cm. It was stated that it appears the coils of the guide have separated from the core of the guide wire.